Manufacturer narrative:
(B)(4). The device will not be returned; therefore, an evaluation will not be conducted. A batch review will be performed. Should additional relevant information associated to the reported condition become available, a supplemental report will be submitted.

Event description:
It was reported that one large volume infusor elastomeric device was observed with no flow. According to the report, the customer stated that the fluorouracil solution did not infuse into the patient. No adverse event was reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.